Manufacturer narrative:
Immediately following the notification, stimwave quality and the cr reviewed the events preceding this event. The patient had a successful trial procedure performed on (B)(6) 2020, in which one stimq peripheral nerve stimulator was implanted at the sciatic nerve in the left leg: p/n stq4-spr-b0, s/n (B)(4), lot # swo19102 and exp. Date: december 01, 2021. The cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complications, and the clinical specialist has maintained contact with the patient following implant. As per the questionnaire dated, march 03, 2020, the cr reported that the patient went to see the physician on (B)(6) 2020, indicating loss of therapy. After the successful trial, the patient indicated having a substantial pain in her leg with the stimulator powered-off. When the patient powered-on the stimulator, the pain got even worse. At this point, the physician stated that the stimulator was placed too close to the sciatic nerve - basically on top of the nerve. With being on top of the sciatic nerve, the friction between the sciatic nerve and the stimulator, caused the pain and no therapy was delivered. Based on a discussion with the cr via email dated, march 19, 2020 - the patient had ultimately decided to remove the device. The physician successfully performed the explant on (B)(6) 2020. The patient had a follow-up visit a week later and the pain associated with the stimulator had subsided. The device did not fail to perform its essential functions. Through a review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo19102. No additional complications have been reported following the explant of the device, as per cr. This event started on (B)(6) 2020 and was made aware to the cr on march 03, 2020. The root cause of this event could not be attributed to the inability of the devices to meet physical, functional, performance and/or safety specifications. The root cause of this event was the procedure of the device performed by the physician. The physician indicated that the device was on top and too close to the sciatic nerve. Once the physician explanted the device, the cr followed up with the physician - confirming that the pain associated with the stimulator has subsided. Corrective action is not required to remedy the root cause of the complaint, as the devices did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the territory manager from march 03, 2020, (when this event was reported) onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event required medical intervention to preclude potential further injury.

Event description:
Stimwave quality has investigated the details regarding a superficial migration reported to stimwave on (B)(6) 2020, by clinical representative. The cr was made aware of this event on (B)(6) 2020, in which was reported to stimwave quality the same day.